Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that while performing a cuff patency test prior to exchanging out a tracheostomy tube, a fluid leak was identified. The patient's mother stated that as she was performing the cuff patency test, she noticed distilled water dripping from the shaft of the tracheostomy tube near the flanges. The patient's mother aborted using this specific tracheostomy tube, but decided to use a "very old tracheostomy tube" that was kept in case something like this occurred. She performed a successful cuff patency test on this tracheostomy tube, and proceeded to use this for the tracheostomy tube replacement. No adverse health outcomes were reported.

Manufacturer narrative:
One 5.5mm customized flextend¿ fixed connector tts¿ tracheostomy tube was returned for investigation. During functional testing, the returned device cuff was inflated with air and the device was submerged under water. Bubbles (indicating a leak) were observed escaping from the inflation line where the line inserts into the flange. It was noted that the observed cut/tear was located at the weakest point of the device assembly. Further inspection of the assembly junction for the airway line, found that adhesive was present and that the device was manufactured to specification. Investigation was unable to determine the root cause of the inflation line cut/tear; however, no evidence was found to suggest an intrinsic manufacturing defect.